Manufacturer narrative:
The reported device was discarded at the facility; therefore, and evaluation is unable to be performed. Conmed is unable to verify the complaint and/or speculate what caused the alleged "fraying". A review of the manufacturing documents has verified the devices were produced per current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture that would contribute to this issue. A two-year historical complaint review revealed 1 similar events have been reported for this product family. In that same timeframe, (B)(4) devices have been manufactured and shipped worldwide, making the rate of occurrence of this failure (B)(4) percent. A clinical data report (cdr) states the undesirable side effects, under normal conditions of use, are acceptable when weighed against the benefits to the patients. The instructions for use advise the user that if any visual damage or defects are noticed during use, stop using the device immediately and replace the device. This incident type will continue to be monitored through the complaint system to assure patient safety.

Event description:
A conmed sales representative reported on behalf of a user facility that "fraying" was seen on this device during use in an acl repair. This "frayed" material resembled a hair and was observed under magnification. The device was immediately removed from the patient and discarded. No injury or surgical delay was reported. The procedure was completed as intended with the use of an alternative device. This report is raised on the basis of a reported manufacturing defect with potential for patient injury with recurrence.